Event description:
It was reported that during a spine procedure, the navigation pointer position fluctuated approximately an inch showing the surgeon that he was outside of the pedicle. The pointer settled back into the proper position, but the decision was made to abort the use of navigation. The procedure was successfully completed without the use of navigation.

Manufacturer narrative:
The patient log files have been downloaded for review. The camera has not yet been received by the manufacturer for evaluation. A follow up report will be filed when the investigation is complete.